Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was over 500 mg/dl with diabetic ketoacidosis, large ketones, extreme drowsiness, extreme thirst, excess urination, nausea, vomiting, and shortness of breath. The patient was reportedly hospitalized on (B)(6) 2015 and treated with an unspecified treatment. The reporter noted the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history did not match the total daily dose bolus history. This complaint is being reported because the alleged serious injury was attributed to an alleged pump malfunction.